Manufacturer narrative:
Manufacturer's investigation conclusion: it was reported that the patient was transplanted on 21sep2019. No further information was provided. Multiple requests for additional information were sent to the customer; however, no response has been received at this time. The hmii lvas IFU lists adverse events that may be associated with the use of heartmate ii left ventricular assist system and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 lvas, serial number (B)(6), revealed discoloration to the pump cable inline connector bend relief; however, a specific cause for the discoloration could not be conclusively determined. (B)(6) was returned assembled with the pump cable severed approximately 13¿ from the pump housing and the distal end of the pump cable was returned attached to the modular cable. The modular cable is investigated under (B)(4). The sealed outflow graft and outflow graft bend relief were severed approximately 1¿ from their hardware and returned properly engaged to the graft attachment. An additional 2¿ of bend relief material and 4¿ of graft material were also returned. The apical cuff was returned properly engaged. The cuff lock was returned fully engaged. The pump appeared to be exposed to a fixative. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of any developed or adhered depositions or thrombus formations within the device that would have contributed to a functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Visual examination of the returned portions of the pump cable revealed a light brown/red discoloration of the in-line connector bend relief. No signs of damage that would have contributed to a functional issue were noted. The lvad event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a transplant on (B)(6) 2019. The patient was listed as destination therapy and therefore a transplant is not an anticipated treatment. No further information provided.